Manufacturer narrative:
(B)(4). The device was investigated by a mcp service technician. The technician was unable to reproduce the failure of the device a second time and the pump worked fine for over a hour. The device was requested by the manufacturer for further investigation. The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "error!! Head during patient treatment. The error could not be reset/eliminated. The treatment was delayed due to 3 minutes manual hand cranking". (B)(4).

Manufacturer narrative:
The device was requested to return it back to manufacturer for further investigation. But the device wasn¿t and isn¿t available for further investigation unable to provide the customer a loan unit. The device was investigated by the field service engineer and he was unable to reproduce the failure and the pump worked fine for over a hour. The tests are all completed. The device is returned to use by the customer. No further reporting of the initial problem has occurred again. Thus the failure could be not confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).